Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that and 100ml bag of magnesium was programmed to infuse at 25ml/hour to infuse over 4 hours. At approximately 1 hour into the infusion the user noted the IV bag was empty. A second user checked the programming and confirmed the device was correctly programmed. The device read there was 3 hours and 2 minutes infusion time remaining and the volume infused was 23.9mls. The patient was asymptomatic and the doctor was notified.

Manufacturer narrative:
The customer¿s report of an overinfusion of magnesium was not confirmed. Physical inspection of the device noted cracks present at the upper and lower door hinge, dull iui connectors and minor dents and cracks on the rear case. There were no other anomalies. Analysis of the pcu event log shows that pump module s/n (B)(4) was programmed to infuse magnesium sulfate 4gram/100ml at 2:56 am on (B)(6) 2015. The user entered 4 hours for the duration, which calculated the rate to be 25ml/hr to infuse 100ml in 4 hours. A little over one hour later at 3:58 am, the device alarmed for flo stop open. The user then channels off the device at 4:02 am. The volume recorded as being infused from the start of the infusion till the time the pump module was channeled off was 23.925ml. Functional testing found the device to be delivering fluid within specification. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a magnesium 100ml bag was programmed as a secondary infusion to infuse at 25ml/hour over 4 hours. The infusion started at 0252 and at approximately 0400 the bag was found empty. A second user checked the programming and confirmed the device was correctly programmed. The device read there was 3 hours and 2 minutes infusion time remaining and the volume infused was 23.9mls. The patient was asymptomatic and the doctor ordered that the second 4gm magnesium bag ordered to infuse over 6 hours instead of 4 hours.